Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.   A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual and microscopic analysis of the returned device identified: wear abrasion, flat creases, broken shell with sharp edge where is localized stresses induced (a dimension measurement in the shell was performed which identify the thickness within specification), non penetrating nicks and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: broken shell with sharp edge where is localized stresses induced assessed as surgical impact. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side ruptured. Device has been explanted.